Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer issue was caused by the drawer faceplate binding with the upper drawers due to misaligned guide rails, which led to operational failure. A field service engineer (fse) adjusted guide rails, and the faceplate was lowered to restore proper alignment. Post-repair testing confirmed the drawer functionality was recovered and operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 was failed. Customer tried to reboot and recover the drawer, but issue did not resolve. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.